Manufacturer narrative:
Section d10 references: product ID 37612 lot# serial# (B)(6), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: wr9200, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they got a wireless recharger and then received an error message as they were trying to charge the patient¿s right implant. The consumer couldn¿t remember the error message, and the manufacturer¿s representative (rep) they were with was not familiar with it, but then discovered the right implant was turned off. The patient felt a tingling in their left arm when the right implant as turned on. The consumer mentioned the right implant must have been turned off for at least a couple of months because the patient had been having tremors in their left arm for that long. Initially, they thought the patient¿s disease was getting worse or they just needed more medication because the patient programmer (pp) indicated the right implant was turned on (it was unclear when the implant was last checked). The patient no longer had tremors in their left arm after the rep turned the implant back on. During the call the recharger power button turned red, but the recharger resumed normal functioning after they powered off the recharger and powered it back on.